Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis and abbott vascular (av) was unable to confirm the reported difficult to remove balloon sheath, as the user had applied force to remove it. The sheath was replaced over the balloon and returned to the manufacture. Upon receipt, the balloon sheath could be removed without resistance noted. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath appears to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.

Event description:
It was reported that after removing a 2.25x12 nc traveler rx balloon dilatation catheter (bdc) from its dispenser coil packaging, an attempt was made to remove the protective sheath from the balloon, but it was unable to be removed. Despite significant resistance, the protective sheath was ultimately able to be removed with force applied, but the nc traveler rx was not used in the patient as the shaft was suspected (but not confirmed) to have been stretched. A non-abbott balloon was used in completing the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.